Event description:
Reportable based on device analysis completed on 16nov2023. It was reported that visualization issues occurred. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. The device was flushed and during imaging outside the patient, no image was shown even after repeated flushing. A new catheter was used without any issues to successfully complete the procedure. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the sheath and telescope assembly were kinked, the imaging window was detached near the lap joint section, and the imaging core was coiled. The imaging window was not returned for analysis. No imaging core wind-up was found within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter, which x-ray analysis showed was due to a broken coax cable at 130 cm to 140 cm. A photo provided by the site showed the imaging window detached and the imaging core coiled.